Manufacturer narrative:
It was initially reported that a centrella bed exit alarm was not working, the patient fell out of the bed and broke their hip. Follow up with the customer notes ¿the day of the event the bed alarm was going off all day, it appeared the device was plugged in; however, it would wiggle loose.¿ two centrella bed¿s (serial numbers (B)(6) or (B)(6) were delivered to hillrom for inspection. This clinical review is for dt 60293 (B)(6). A complaint has been completed for each device. Multiple follow-up attempts were made with the customer; however, they have not provided any further details of the initial alleged harm/injury associated with the device, including injury details, chain of events, date of injury, medical intervention provided, length of delay allegations, device serial number confirmation, additional patient information including admitting diagnoses, past medical history, gender, age and weight, patient outcome, if malfunction of the device was alleged, and if use error was confirmed. The centrella bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb. (32 kg) and can support patients up to 500 lb. (227 kg). The centrella bed is intended to assist clinical staff by relaying bed data to hospital communication systems for display and monitoring. Inspection concluded that both devices were functioning as designed. A hip fracture is a serious injury, with complications that can be life-threatening. The risk of hip fracture rises with age. Risk increases because bones tend to weaken with age (i.e., due to osteoporosis or osteopenia. Multiple medications, poor vision and balance problems also make older people more likely to fall ¿ one of the most common causes of hip fracture. A hip fracture almost always requires surgical repair or replacement, followed by physical therapy. Taking steps to maintain bone density and avoid falls can help prevent a hip fracture. For this event, it is noted the patient sustained a broken hip from the fall. Multiple attempts to gain further details of the injury and if medical intervention was required was unsuccessful. Based on the report that the patient sustained a broken hip, it can be concluded a serious injury occurred. Additionally, the device was noted to be functioning as designed at time of inspection. Based on this information, no further action is required.

Event description:
It was initially reported that a centrella bed exit alarm was not working, the patient fell out of the bed and broke their hip. This report was filed in our complaint handling system as complaint # (B)(4).